Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5126403/5154940.

Event description:
It was reported that the patient was having difficulty charging and was not getting the desired coverage. All device components were explanted and were disposed by the medical facility.